Manufacturer narrative:
Initial reporter phone number: (B)(6): a review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: flat creases, wear abrasion, and more than three openings on anterior. Leak test and microscopic analysis was performed which identified: more than three striated openings on anterior. Based on the device analysis the final assessment is: more than three striated openings on anterior assessed as surgical damage consist in the use of some surgical tool. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "rupture of a tissue expander."

Event description:
Healthcare professional reported a side unspecified rupture of a tissue expander. The device has been explanted. The device remained implanted for more than one year.